Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.6. Date: (B)(6) 2010, inr: 3.8 (strip lot #218916), 4.6 (strip lot #234130), 3.7 (during retraining). On (B)(6) 2010: doctor adjusted pt's coumadin dose: increased dose from 5 mg to 6 mg, then decreased to 5.6 mg.

Manufacturer narrative:
Investigation pending. Add'l lot #: 234130.